Manufacturer narrative:
An external tear on the soft cannula was found and fluid was observed leaving the tear. The timing and cause of the damage is unknown. The downloaded data does not show any drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 24 and 36 hours while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus. The pod was leaking.